Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on 02/20/2016 due to impedance. Daily battery trend data showed a gradual rise in battery impedance. The rrt alert was triggered early, without corresponding battery depletion. (B)(4).

Event description:
It was reported that the implantable cardiac monitor reached the recommended replacement time earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.